Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. It was reported that pd was discontinued for a couple of months and the patient was on backup hemodialysis due to the pd catheter removal. Currently pd therapy was ongoing. Additional information was unable to be obtained.